Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient had an intertrochanteric femoral fracture and an advanced dementia. Patient was implanted with proximal femoral nail antirotation on (B)(6) 2013. About seven months or so later, approximately (B)(6) 2013, after the pfna surgery, patient fell off the bed and was wounded. The further surgery will not be performed due to patients advanced dementia. Patient needs complete bed rest for prolonged periods. This complaint is on the bolt self-tapping. This is 3 of 3 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Add'l pro codes: jdw, jds. A device history records review has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.